Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:18:42. During night drain cycle four, the patient's ultrafiltration reading was 1142ml, indicating the home patient (hp) drained 917ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed. The actual drain volume during drain four starting on (B)(6) 2012 was 891ml which does not meet iipv criteria for the largest prescribed volume of 1500ml; therefore, this incident does not meet iipv criteria.